Manufacturer narrative:
The lead was received for analysis intact, not severed. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing, high pace impedance and noise allegations were not confirmed. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues, as x-ray imaging showed an inner coil fracture, indicative damage of this malfunction. Dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify this malfunction. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an observed dislodge post implant. After several times that the helix was retracted and extended, noise and high impedances were observed. A new lead was implanted at the same surgery. This lead was returned and analyzed. No additional adverse patient effects were reported.